Event description:
It was reported that the inner package leaked. The issue was found before the surgery started by zb staff. The product will not be returned due to the cost of shipment. No adverse health consequence has been reported as the result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated: b4, g3, g6, h2, h3, h6, h10. The device manufacturing quality record review is not performed as the event has been identified as a level ii complaint. One picture was received and the product involved in the reported event has been returned. The analysis of both picture and returned product allowed to confirm the reported event: the inner cement pouch sealing is damaged and the cement powder leaked outside the inner pouch. Therefore, the reported event is confirmed. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files (b) and (c). Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay correction. Picture has been received. The reported event was confirmed as it can be seen that the inner cement pouch sealing is damaged and that cement powder leaked outside the inner pouch. Therefore, the reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner package leaked. The issue was found before the surgery started by zimmer biomet staff. The product will not be returned due to the cost of shipment. No adverse health consequence has been reported as the result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the inner package leaked. The issue was found before the surgery started by zb staff. The product will not be returned due to the cost of shipment. No adverse health consequence has been reported as the result of the malfunction.